Event description:
Device issue: leaks/missing - exchange sheath. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after exchanging the procedural sheath for the starclose se device exchange sheath, bleeding continued from the exchange sheath hemostasis valve. The exchange sheath was removed and manual compression was applied to achieve hemostasis. It was believed that the exchange sheath hemostasis valve was not present in the hub of the exchange sheath. No adverse pt effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.